Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info was requested and received through a company rep. (B)(4).

Event description:
A surgeon reported that after the laser assisted cataract surgery portion was completed and the lens was being removed, a posterior capsule tear occurred. Following hydrodissection and cracking of the lens, the surgeon noticed that a nucleus segment started moving peripherally, and dropped through the capsular tear. The surgeon performed a vitrectomy, placed the intraocular lens (iol) into the sulcus, and the procedure was completed with no further issues. In the opinion of the surgeon, the laser did not contribute to the event. The surgeon noted that the pt also had a pc tear in a previous surgery, by a different surgeon, for his other eye. The surgeon completed three cases afterwards with no issues.